Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was not going through the normal steps for priming. Customer's blood glucose had been 496 mg/dl and ketones were present. He was treated with injection. Customer's mother performed one step of the priming process four times before numbers appeared on the screen. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles or leaks were found. Insulin exited the tubing during a manual prime. There was no tubing clamps available to perform the high pressure test. At time of report, customer's blood glucose was 251 mg/dl. Nothing further reported.